Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had not had a bowel movement in a week, ¿since last friday.¿ the patient had a loss of therapeutic effect and experienced nausea. The reporter stated that the patient ¿ate like a bird¿ and was vomiting friday and saturday. The patient was in the emergency room (ER) because, she fell and was vomiting, but she did overcome that and her ¿appetite as far as being hungry was great.¿ the patient did eat, but very little. Later that day it was reported that the manufacturer representative would call the patient. Four days later, it was reported that the patient¿s son was provided new physicians and would make an appointment for her. Additional information was requested, but was not available as of the date of this report.